Event description:
Reportedly, upon interrogation on (B)(6) 2018, the device was found in emergency mode. Battery impedance was 10.9 kohms, magnet rate was 80 min-1. The device was operating in vvi mode at 70 min-1. During the last follow-up on (B)(6) 2017, the battery impedance was 5.48 kohms, magnet rate was 93 min-1 and the device was operating in aai-safer mode at 60 min-1. The displayed residual longevity was 19 months. The device should be replaced on (B)(6) 2018. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
The explant date (field) was provided: (B)(6) 2018.

Event description:
Reportedly, upon interrogation on (B)(6) 2018, the device was found in emergency mode. Battery impedance was 10.9 kohms, magnet rate was 80 min-1. The device was operating in vvi mode at 70 min-1. During the last follow-up on 6 october 2017, the battery impedance was 5.48 kohms, magnet rate was 93 min-1 and the device was operating in aai-safer mode at 60 min-1. The displayed residual longevity was 19 months. The device should be replaced on (B)(6) 2018. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Please refer to the attached analysis synthesis.

Event description:
Reportedly, upon interrogation on (B)(6) 2018, the device was found in emergency mode. Battery impedance was 10.9 kohms, magnet rate was 80 min-1. The device was operating in vvi mode at 70 min-1. During the last follow-up on 6 october 2017, the battery impedance was 5.48 kohms, magnet rate was 93 min-1 and the device was operating in aai-safer mode at 60 min-1. The displayed residual longevity was 19 months. The device should be replaced on (B)(6) 2018. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).